Event description:
It was reported via repair work order that the left and right siderails lift function was not functional due to damaged cables. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.